Event description:
An elevated troponin I (ctni) result was obtained on a patient sample. The patient result was reported to the physician who questioned the result. The same sample was run on the same instrument and a lower result was obtained consistent with physician expectations. A corrected report was issued. There is no indication that patient treatment was altered or prescribed on the basis of the elevated troponin I (ctni) result. There was no report of adverse health consequences as a result of the elevated troponin I (ctni) result.

Manufacturer narrative:
Analysis of the instrument and instrument data by the customer indicated that the cause of the elevated troponin I (ctni) result is unknown. A siemens field service engineer was dispatched to the site to evaluate the issue.